Event description:
It was reported that prior to an endovascular aortic aneurysm repair (evar), using a preclose technique, the prostar xl sutures were attempted to be deployed in the common femoral artery using an 10f sheath. Reportedly, during deployment of the needles, one needle did not enter the barrel and had punctured through the skin. The needle was retracted successfully using the needle backdown technique and the device was removed. Another prostar xl was attempted to be used and the needles were positioned 45 degrees from the previously deployed needles to prevent repuncturing the same site, however, the physician experienced the same results as the first device. A needle backdown technique was performed and the device was removed. After the evar procedure, a cut down was performed to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional prostar xl device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the handle and needles were in backdown position as returned. Presence of suture slack at the guide area and the suture bights were exposed at the suture tubes. The needle slots and suture ports were found normal. There was no needle strike mark on the barrel face. There were no abnormal observations with the condition of the returned device that could have contributed to the reported event. During the investigation, the handle was deployed and all the needles presented at the hub. The needle deployment of every device is checked during the manufacturing process to ensure that the needles/sutures are in the correct orientation. The reported event could not be confirmed or verified. Based on the investigation findings, the device performed according to specification. The root cause for reported event could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.